Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump time was incorrect, cause was unknown. It was also reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.